Event description:
Media article "implant warning: thousands of women warned their breast implants could cause deadly cancer", reports 10 cases of bia-alcl. No information relating to histopathological markers has been reported. Location of the devices has not been provided.

Manufacturer narrative:
Article citation: barbour, matthew. "Implant warning: thousands of women warned their breast implants could cause deadly cancer." The sun, pub. (B)(6) 2023, url https://www.thesun.co.UK/health/21356634/thousands-women-risk-breast-implants/. Accessed (B)(6) 2023. The event of lymphoma- alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphoma - alcl - suspected.